Manufacturer narrative:
(B)(4). The equipment was received in vyaire facility for evaluation and the service technician was not able to verify customer's reported problem "will not cycle". During bench testing the ventilator would not ventilate properly. Further investigation revealed pinched bypass tubing creating the non-conformance. Corrected bypass tubing and reported problem was resolved. The ventilator passed 72 hours extended tests at customer settings with no unusual alarms or conditions. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the ltv - lap top ventilator 1200 experienced failure to cycle. At this time, there is no information regarding patient involvement associated with the reported event.